Manufacturer narrative:
(B)(4). Date sent: 9/14/2023. D4 batch # unk. Concomitant product:cp-704011 75 mm ntlc selectable reload sr75. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device cut? If the device cut, was the cut line complete? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer : no further relevant information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparotomy the surgeon used the device ref ntlc75 in laparotomy with the reload ref sr75. During manipulation, it was impossible to deploy the staple line, although no problem had previously occurred. The corrective action was to replace the device, which allowed the intervention to continue. Apparently there is a problem with the device.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. Corrected data: h1. Additional information was requested and the following was obtained: 1. Did the reload lock out and would not work? Yes. 2. Did the reload begin to staple and cut, but then jammed? No, lock-up of the device since the beginning of the procedure. 3. Did the device cut? No. 4. If the device cut, was the cut line complete? N/a. 5. Could you please clarify if there were any patient consequences? No patient. Consequence. Use of another device to complete the procedure. 6. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No information related to that was reported. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.